Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator and associated electrode were explanted due to infection and sepsis. No information was available regarding reimplantation. No additional adverse patient effects were reported.